Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their reservoir was leaking from the transfer guard on snap-cap. The patient¿s blood glucose level was 85 mg/dl at the time of the incident. Reportedly, the customer was changing out set and noticed the reservoir was leaking when drawing out insulin from the vial. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill reservoir test and found no transfer guard leakage anomaly was noted during analysis.